Event description:
It was reported by a customer complaint that the pt was treated by paramedics due an incident of high blood glucose. The reporter states that on (B)(6), the paramedics were called at 6 am as he was experiencing seizures. He was treated with glucose tablets on scene and when his blood glucose was measured at 90 mg/ml the paramedics departed. The paramedics were summoned again at 9 am, as his blood glucoses had dipped to 40 mg/dl and he was ill was vomiting. Again the paramedics gave more glucose tablets; the pt was stabilized on the scene and was not transported. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.